Event description:
Discovery, during a haemodialysis session, of a spontaneous fissure at the base of a central tunnelled catheter, in place on the patient since (B)(6) 2023, causing per-dialytic bleeding. Catheter removed on (B)(6) 2024.

Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The 14.5f hemo-flow catheter was returned with approximately 9.5 cm of lumen attached. Visual inspection revealed a 2 cm crack in the suture wing hub. It was also noted that both extensions are cloudy extending approximately 1 cm from the hub. The extension tubing also shows signs of clamping repeatedly in the same location as the tubing is pinched. The device was checked under magnification for tool marks, none were found. The device was further reviewed by medcomp engineering. It is suggested the device should be forwarded to the contract manufacturer to check if the crack may be due to a molding issue. A supplier corrective action request was issued to the contract manufacturer for this event. The contract manufacturer's evaluation of the device confirmed the complaint as the hub of the catheter has a crack of two centimeters in length. A leak test was conducted showing that the catheter has a leak through the arterial path in the crack observed on the hub. A visual inspection also confirmed that the extensions have a white diffused color instead of a natural clear color. A review of the manufacturing records revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. The manufacturing process includes a 100% x-ray test in which all pieces are x-rayed looking for voids or damage to the hub and lumen areas. It also includes a 100% leak test performed as the last step in the manufacturing process. This test is designed to detect any holes, leaks, or weak areas if it had existed at the time of manufacture. The device was implanted and functioned for approximately 5 months with no reported issues. A definitive root cause cannot be determined but is not likely related to the manufacturing process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.